Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020. A total of 10 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 11:16:52 am to 11:46:52 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 11:16:52 am on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 07:21:38 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 08:21:37 am, date: (B)(6) 2020, iob: 0.74. Requesting a bolus with iob may lead to a low glucose event. The algorithm made the following auto-bolus request(s): time: 07:37:26 am, date: (B)(6) 2020, iob: 0.00, carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. Continuous glucose monitor (cgm) values of 49 to 52 mg/dl were recorded at 3:26:52 pm to 3:46:52 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 3:21:52 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 44 to 51 mg/dl were recorded at 10:26:52 pm to 10:46:52 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 10:26:52 pm on (B)(6) 2020. The user made the following bolus request(s): time: 8:20:53 pm, date: (B)(6) 2020, iob: 0.00, carbs: 0.00, correction included: no. Requesting a larger bolus than required may lead to a low glucose event. The algorithm made the following auto-bolus request(s): time: 5:44:59 pm, date: (B)(6) 2020, iob: 0.06, carbs: 0.00, correction included: yes these boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 41 to 48 mg/dl were recorded at 09:30:02 am to 09:45:02 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 09:25:02 am on (B)(6) 2020. A user initiated tubing fill of size 13.82 units was observed at 06:22:27 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The algorithm made the following auto-bolus request(s): time: 06:36:31 am, date: (B)(6) 2020, iob: 0.00, carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 40 to 50 mg/dl were recorded at 6:24:59 pm to 6:34:58 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 6:19:59 pm on (B)(6) 2020. The algorithm made the following auto-bolus request(s): time: 3:46:34 pm, date: (B)(6) 2020, iob: 0.15 carbs: 0.00, correction included: yes; time: 4:51:30 pm, date: (B)(6) 2020, iob: 1.77 carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 47 was recorded at 10:04:57 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 10:04:57 pm on (B)(6) 2020. The algorithm made the following auto-bolus request(s): time: 5:17:13 pm, date: (B)(6) 2020, iob: 0.00, carbs: 0.00, correction included: yes; time: 6:21:48 pm, date: (B)(6) 2020, iob: 1.19, carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 42 to 44 mg/dl were recorded at 2:24:54 pm to 2:29:55 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 2:49:54 pm to 2:54:55 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 2:49:54 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 10:01:02 am, date: (B)(6) 2020, iob: 1.99. Requesting a bolus with iob may lead to a low glucose event. The algorithm made the following auto-bolus request(s): time: 8:53:38 am, date: (B)(6) 2020, iob: 0.75, carbs: 0.00, correction included: yes; time: 9:58:39 am, date: (B)(6) 2020, iob: 0.92, carbs: 0.00, correction included: yes; time: 12:08:28 pm, date: (B)(6) 2020, iob: 2.31, carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 47 to 53 mg/dl were recorded at 11:34:54 pm to 11:59:54 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 11:34:54 pm on (B)(6) 2020. The user made the following bolus request(s) by entering units of insulin to be delivered without entering carbohydrates or correcting for current glucose value and while still having insulin on board (iob): time: 9:22:20 pm, date: (B)(6) 2020, iob: 0.64, carbs: 0.00, correction included: no. Requesting a bolus by entering units of insulin to be delivered without entering current glucose or carbohydrates may lead to a low bg event. The algorithm made the following auto-bolus request(s): time: 6:31:34 pm, date: (B)(6) 2020, iob: 0.00, carbs: 0.00, correction included: yes; time: 8:16:49 pm, date: (B)(6) 2020, iob: 0.40, carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 53 was recorded at 11:24:52 pm on 10/10/2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 11:24:52 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 6:20:38 pm, date: (B)(6) 2020 iob: 1.02; time: 7:50:40 pm, date: (B)(6) 2020 iob: 2.64. Requesting a bolus with iob may lead to a low glucose event. The algorithm made the following auto-bolus request(s): time: 5:36:33 pm, date: (B)(6) 2020, iob: 0.98, carbs: 0.00, correction included: yes; time: 7:27:26 pm, date: (B)(6) 2020, iob: 3.26, carbs: 0.00, correction included: yes; time: 8:57:19 pm, date: (B)(6) 2020, iob: 1.91, carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 9:14:50 pm to 9:24:50 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 9:14:50 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 2:29:46 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) by entering units of insulin to be delivered without entering carbohydrates or correcting for current glucose value and while still having insulin on board (iob): time: 6:34:11 pm, date: (B)(6) 2020, iob: 3.32 carbs: 0.00, correction included: no. Requesting a bolus by entering units of insulin to be delivered without entering current glucose or carbohydrates may lead to a low bg event. The user made the following bolus request(s) while having insulin on board (iob): time: 6:17:46 pm, date: (B)(6) 2020, iob: 3.12. Requesting a bolus with iob may lead to a low glucose event. The algorithm made the following auto-bolus request(s): time: 4:06:11 pm, date: (B)(6) 2020, iob: 4.11, carbs: 0.00, correction included: yes; time: 5:10:46 pm, date: (B)(6) 2020, iob: 2.07, carbs: 0.00, correction included: yes; time: 6:15:44 pm, date: (B)(6) 2020, iob: 2.05, carbs: 0.00, correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 20 mg/dl to 80 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.